Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measuring 136 ohms. One year ago at implant the impedances measured 50-60 ohms and have been slowly increasing then would decrease. It was noted there was no observations of noise. Pocket manipulation was performed as impedances were noted to be within range. Technical services recommended to continue to monitor as this time and to increase the upper rate limit to 150 ohms and to consider bringing the patient in for an evaluation in the next couple months. This rv lead remains in service. No adverse patient effects were reported.